Event description:
It was reported to resmed (B)(4) that an astral device's internal battery was not charging. There was no patient injury reported as a result of this incident. Reference MFR # 3004604967-2014-00061.